Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were in a car accident were their blood glucose level was 200mg/dl. The customer states they were taken off the pump when they were in the hospital for the accident. The customer states the pump was returned to them with blank display. The customer's blood glucose level was 358mg/dl. The customer states they had unresponsive keypad and failed battery test. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump had a blank display due to a broken solder joint on the interface board. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the failed battery test alarm or button keypad anomaly due to the blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.